Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported fault was confirmed by the investigation of the device; locking assembly was binding internally and had longitudinal movement. Adjustment was done to meet manufacturer's specifications. Root cause - complaint confirmed via inspection of the unit. Evaluation found the locking assembly binding internally and had longitudinal movement. Probable root cause is wear and tear of the device. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the lock wheel on mayfield modified skull clamp (a1059) would not lock when under load. There was no patient injury reported and delay in surgery is unknown.